Event description:
The patient had just finished dinner and in preparation for transferring her from the chair she was sitting in to her bed, she was placed in a sling that has a hook and ring fastening system that secures each leg.after placing the patient in the sling, the sling was then secured to a "hoyer lift" and checked by two aides to make sure everything was correctly fastened. The patient was then lifted out of her chair. As one of the aides moved the chair the patient had been sitting in, a popping noise was heard and the patient fell out of the sling onto the floor.after the incident, the aides observed that the hook and ring fastening system of the sling that secures each leg were now both un-hooked.as a result of the accident, the patient sustained a spiral fracture of the femur and was transferred to the hospital on 6.5.93. On 6/9/93 she returned to our facility and has remained in our care since that time.on 6/15/93, a representative for the the company (guardian products) that manufactures the "hoyer lift" examined the lift. They are currently completing an analysis and report of their findings. The sling was also examined and found to have no mechanical or functional problemsdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.